Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection and x-ray showed the returned terminal end segment lead found an internal wire being broken.

Manufacturer narrative:
Reporter phone number- 962458100. B3-date of event is estimated.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedances on one lead contact. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.